Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm approximately one month ago. The vessels were mildly thrombosed. A final angiogram was performed after the stent graft was implanted and demonstrated a type IV endoleak at the level of contralateral gate which was described as a robust blush. No intervention was performed and the decision was made to monitor for the endoleak in 30 days. No additional clinical sequelae were reported and the patient is fine.